Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the patient had some relief from the spinal cord stimulation (scs) but then needed an intrathecal pump because he was having to use high density stimulation, was frequently needing charges, and it was not providing him the relief he needed. The intrathecal pump seemed to be working well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that prior to getting a pain pump ((B)(6) 2017), the patient had a stimulator, which was stated to be a ¿complete flop¿. It was reported that the patient had to go through a couple of operations for nothing. No further complications were reported/anticipated. (The event date references the implant date of the device).